Event description:
On 12/03/96 the surgeon was conducting emergency CABG surgery. The catheter was inserted through another co's introducer and advanced without difficulty but did not like the waveforms. The balloon was deflated and attempted to retract the catheter. Resistance was noted on pullback and questioned if the catheter was caught on the introducer. The surgeon broke the stitch on the introducer, pulled the introducer a little and pulled back on the catheter. The distal tip of the catheter snapped off. A hemostat was placed on the proximal end of the catheter to prevent an air embolism. The surgeon isolated the internal jugular and performed a venotomy in the ij and cut the catheter to minimize the size of the cut and removed the catheter. The knot was 1" from the balloon and the device was removed from the vein. There were no reported ill effects to the pt. The pt was transported from the or.